Event description:
It was reported that the patients stimulation was no long adequate and was not feeling any sensation from the programs. The patient was also having significant number of impedances after a non device related car accident. The patient underwent a reprogramming session and was discovered that the leads had fractured. Additional information was received that the patient was having an non device related infection, and the cause is unknown. The revision procedure did not take place because of the high blood cell count. The patient was referred to the primary care provider to figure out the reason of the high blood cell count. Additional information was received that the patient underwent leads replacement procedure. The explanted leads will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5178526.

Event description:
It was reported that the patients stimulation was no long adequate and was not feeling any sensation from the programs. The patient was also having significant number of impedances after a non device related car accident. The patient underwent a reprogramming session and was discovered that the leads had fractured.

Event description:
It was reported that the patients stimulation was no long adequate and was not feeling any sensation from the programs. The patient was also having significant number of impedances after a non device related car accident. The patient underwent a reprogramming session and was discovered that the leads had fractured. Additional information was received that the patient was having an non device related infection, and the cause is unknown. The revision procedure did not take place because of the high blood cell count. The patient was referred to the primary care provider to figure out the reason of the high blood cell count.